Event description:
It was reported hypotension occurred. A left atrial appendage (laa) closure procedure was being performed. After a successful transseptal puncture, the physician navigated the watchman access system (was) within the appendage using the pigtail catheter for guidance. At this time the patients blood pressure dropped and they evaluated the patient for pericardial effusion. No pericardial effusion was noted. With anesthesia support, the patients blood pressure was corrected. Due to the patient becoming unstable, the physician ended the procedure. The patient was transferred to recovery and remained stable. The procedure has not been rescheduled at this time and the patient has since been discharged from the hospital.